Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated patient has mdt cervical system and abbott lumbar system and for the last 2-3 weeks, patient has been experiencing shocking down their leg and indicated it was from the mdt system. Caller met with patient last week and had them turn mdt system off for the week which resulted in the shocking subsiding and patient's arm pain returned (which mdt system is implanted for). Caller checked impedances last week and everything was in-range. Caller is going into office today with patient and abbott rep for further troubleshooting. The caller was not with the patient. Tss suggested checking impedances again and obtaining imaging of both systems. Tss reviewed turning abbott system off (with mdt system on) and turning off both systems to see how this affects the shocking sensation. Tss reviewed potential inference between the two systems as it would be unlikely that mdt cervical system alone would cause shocking in the legs. Tss also reviewed issue could be medical in nature and physician would need to examine patient further. Tss suggested if there are concerns for interference, physician could consider moving abbott ins further away from mdt ins when the abbott ins is replaced. See general text for omitted info.

Event description:
Additional information from the manufacturing representative (rep) indicated that the cause of shocking down their leg was due to ov erstimulation. The stated that the stimulation was decreased on the ins which resolved the issue. Patietn weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.